Event description:
It was reported that a side-firing fiber being used for a prostate procedure was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 24,000 joules. No patient or end user injury was reported, and the patient outcome was reported as "good". The procedure was completed with a second fiber.